Event description:
While using, the head of the bur twisted and broke off. It was reported there was no patient injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product was returned and evaluated. One sample was returned without the original product pouch / product label. The actual finished good part number for the returned device could not be concluded due to the condition of the returned device. The outer tube and inner spiral wrap assembly with broken tip were returned for evaluation. From the condition of the returned device, customer use was visible. Upon observation, no visible damages were observed on the hub. The spiral wrap was found completely broken off from the remainder of the device. The bur tip was found intact on the broken spiral wrap and appeared free of damage. The outer tube was found discolored throughout its working length. The outer tube was observed under magnification and the inside of the rim of the outer tube exhibited minor wear marks likely from the spinning bur and slightly misshapen outer tube wall from one side. This is indicative of long run time with the bur in contact with the rim of the outer tube likely due to an excessive side force applied on the bur, driving the bur into the rim of the outer tube leading to an inadvertent breakage of the spiral wrap along with the bur tip. No possible manufacturing defects were observed on the returned device.

Event description:
The fragment was removed and there was no delay in surgery or injury to the patient. This was a frontal sinus procedure.